Manufacturer narrative:
(B)(4) - performed normally. Eval results: intermittent failure occurred but not related to the event. Conclusion: intermittent failure occurred but not related to the event. Eval: on (B)(6) 2010 a field service engineer was dispatch to investigate the laser. During his visit on (B)(6) 2010 he reported he could not identify any problems relating to dlk. While servicing the laser, he found intermittent cold start mode locks which he was able to confirm did not occur during the incidents of dlk. He also reduced the bed energy by 0.1 uj because the doctor indicated the flaps were too easy to lift. On (B)(6) 2010 a clinical development manager (cdm) was also dispatched to investigate. She found that there were no changes in staff, technique, supplies, or drops. The staff members also mentioned they thoroughly cleaned the laser suite and requested the autoclaves to be checked. The cdm provided surgery support, adjusted energy settings, and indicated she could not determine the cause dlk.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B)(6) 2010 for the right eye (od). The customer reported the pt had trace diffuse lamellar keratitis (dlk). It was resolved with the use of topical steroids in add'l to a flap lift and rinse on the right eye (od) on (B)(6) 2010. Post operative medication used: vigamox, omnipred.